Event description:
It was reported that the bur was broken inside the attachment prior to a surgical procedure during setup. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11202.